Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional informed to remove this implant because of an exposure from a mastopexy closure, the implant caused the complication. The manufacture of the device is unknown. The device status and affected side is unknown.

Event description:
Healthcare professional informed to remove this implant because of an exposure from a mastopexy closure, the implant caused the complication. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2, d3, d4, h6.